Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted a female connector separated from main body. The insert/chip was present and there was evidence of solvent inside the light blue main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and the light blue main body of a minicap transfer set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.